Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Screwdriver broke off.

Manufacturer narrative:
Product complaint # (B)(4). An analysis was performed to investigate the fracture of an expedium si polyaxial driver. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver tip was not returned for analysis. An optical image of the fractured surface reveals plastic deformation at the hex lobes and torsional shear suggested by the ridges. This suggests the fractured tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the broken tip of the expedium si polyaxial driver cannot be determined. However, fracture analysis suggests the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.